Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for this system due to right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Trend data showed an increase in rv threshold up to 5.0v. Additionally, review of an available rvat electrogram, showed loss of capture at 3.1v@0.4ms. Presenting electrogram showed the device was operating as programmed and no events were recorded. In clinic review to assess rv capture threshold and ensure adequate safety margin output was recommended. No adverse patient effects were reported.